Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, according to data obtained from the australian orthopaedic association national joint replacement registry (aoanjrr), a total of 333 primary total conventional hip replacement procedures with the r3 + polarstem system were studied in a period of time between 1-sep-1999 and 10-june-2022. From this cohort, 8 patients required a revision surgery due to different reasons, including infection (3 patients), fracture (1 patient), and prosthesis dislocation (4 patients). The patients that suffered from the revision surgery had the following primary components implanted: polarstem collar lat. Ti/ha 1 (1 patient), polarstem collar lat. Ti/ha 2 (1 patient), polarstem collar lat. Ti/ha 3 (1 patient), polarstem collar lat. Ti/ha 4 (4 patients) and polarstem collar lat. Ti/ha 10 (1 patient). As the information was extracted from the aoanjrr, no further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information could be provided to assist with this clinical investigation as the data collected from the national joint registry. Per case details, no further information is available. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to loss of sterility, contamination, patient reaction, post-operative healing issue, traumatic injury, surgical technique, postoperative care, overuse, limited range of motion, patient anatomy, or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.